Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the reported phenomenon was duplicated and the power supply board of the subject device was broken. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. As about 7 years have passed since the manufacture date of the subject device and the circuit board and the inside of the subject device were corroded, omsc surmised that the reported phenomenon occurred since the power supply board of the subject device was broken due to aging degradation.

Event description:
Olympus medical systems corp. (Omsc) was informed from the local sales agent that during preparation for demonstration at facility, the subject device could not be turned on. The device was not used for the procedure. Other detailed information was not provided. There was no report of patient injury associated with the event. This device is an olympus asset.